Event description:
It was reported that a pt experienced pain and noted discoloration after several porcelain crowns were cemented using calibra. As a result, the doctor removed and replaced all of the restorations, though the pt reported that pain and discoloration were still present after the second procedure. Ultimately, the pt was informed that infection had developed and endodontic therapy was performed on seventeen teeth.